Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Blood glucose level was 32 mg/dl. Customer treated blood glucose level with glucose and food. Blood glucose level was 85 mg/dl. Customer has symptoms of mental confusion inability to follow simple commands. Customer tried drinking juice. Customer was using insulin pump within 48 hours of reported low blood glucose event. Customer was not using insulin pump on auto mode. Customer performed displacement test and it was passed. Troubleshooting was successfully performed and customer will continue to use the device.